Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and found that the system would not boot up. Upon troubleshooting, the fse found that the mpd in the mpdu(modular power distribution unit) had failed. To resolve the issue, the fse replaced the mpd control unit. The defective mpd control unit was returned to philips for failure analysis, and the cause of the mpd control unit failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the mpd control unit by the field service engineer resolved the reported issue and restored the functionality of the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant